Event description:
The customer asked her daughter to come over because she was not feeling well. Her daughter looked at the meter memory and found it to be 179 mg/dl. Her mother always tests her sugar at 0900 prior to breakfast. Her mother was "sweaty and felt bad". She took her to the e.r. In the e.r. A lab test result of 379 mg/dl was reported.